Manufacturer narrative:
Follow up information received on 28-oct-2016: (B)(4) was provided. On (B)(6) 2011, the essure insertion procedure failed. The event was considered serious due to surgical intervention and related to the suspect devices. The inserts were removed on (B)(6) 2011 by coelioscopy. The patient had uterine tubes ligation for alternative contraception due to procedure failure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-oct-2016 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases; device difficult to use. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and at radiographic control, inserts were not in good position. She was submitted to a laparoscopy; which revealed perforation on the left side and subserosal perforation in right side (seen as fallopian tube perforation). Procedure failure occurred. The inserts were removed. A coelioscopy was performed. The reported events fallopian tube perforation and procedure failure are anticipated according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the abdominal cavity as it perforates the whole fallopian tube wall. In this particular case, essure insertion was difficult; this may have contributed to the reported event and although its exact mechanism was not reported; causality with the suspect insert/insertion procedure cannot be excluded. Additionally it was reported patient experienced bleeding and pain after essure insertion. This case was regarded as incident because surgical intervention was performed. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2011 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on (B)(6) 2011 which qualifies this case as an incident. Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included 02 children. She used minipills and was in amenorrhea at time of essure insertion. On (B)(6) 2011 essure (fallopian tube occlusion insert) was inserted under IV sedation. Uterine distention was done; uterine cavity was within normal conditions. Visualization of ostium was good bilaterally. Left catheterization was difficult due to spasm. Right side insertion was easy. At the end of procedure there was 1 coil externally visible in the uterine cavity on the left side and 3 on right side. The procedure took 10 minutes and bilateral placement was successful. Patient presented pain after the procedure and used postoperative analgesics. On (B)(6) 2011, during consultation, patient reported postoperative pain/cramps and bleeding. Radiography was performed and showed inserts were not symmetric positioned; the distance between their proximal portions was more than 4 cm. Four markers were well placed on the right side and not well placed on the left. According to investigator there was an obvious perforation on plain abdomen; he considered the final result of procedure as a failure due to abdominal migration. On (B)(6) 2011 a laparoscopy was performed and showed perforation on the left and subserosal perforation in right side. Devices were removed, and electric resection on the 2 tubes was performed. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 204 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and at radiographic control, inserts were not in good position. She was submitted to a laparoscopy; which revealed perforation on the left side and subserosal perforation in right side. The inserts were removed. The reported event is listed according to essure's reference safety information and was considered serious due to medical importance. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the abdominal cavity as it perforates the whole fallopian tube wall. In this particular case, essure insertion was difficult; this may have contributed to the reported event and although its exact mechanism was not reported; causality with the suspect insert/insertion procedure cannot be excluded. Additionally it was reported patient experienced bleeding and pain after essure insertion. Since a laparoscopy was performed, this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Quality safety evaluation received on 26-nov-2016: (B)(4). A tubal spasm is a transient anatomical event where the fallopian tube is constricted by muscular contraction and does not allow cannulation by a medical device. A tubal spasm can be triggered by the physician during the procedure if the physician does not advance the catheter with gentle, constant forward movement during cannulation. According to the product IFU, there is a precaution: unusual uterine anatomy may make it difficult to place the essure micro-inserts. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. Tubal spasms are an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-nov-2016 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed 496 cases. Device difficult to use. The analysis in the global safety database revealed 515 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and at radiographic control, inserts were not in good position. She was submitted to a laparoscopy; which revealed perforation on the left side and subserosal perforation in right side (seen as fallopian tube perforation). Procedure failure occurred. The inserts were removed. A coelioscopy was performed. The reported events fallopian tube perforation and procedure failure are anticipated according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the abdominal cavity as it perforates the whole fallopian tube wall. In this particular case, essure insertion was difficult; this may have contributed to the reported event and although its exact mechanism was not reported; causality with the suspect insert/insertion procedure cannot be excluded. Additionally it was reported patient experienced bleeding and pain after essure insertion. This case was regarded as incident because surgical intervention was performed. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.